Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/alarm will not function. The key failure is the valve has 195 ohms. Associated malfunctions for this device: power switch has no audible alarm, heat exchanger; tubing and gear clamps are leaking.